Event description:
No new information.

Manufacturer narrative:
Multiple attempts have been made to gather further information, with no response received.

Event description:
It was reported through a clinical survey that a 72-year-old, overweight, female patient was admitted to the hospital with urosepsis and a stage 2 pressure injury involving the sacral area. The patient presented with a braden score of 6. During the treatment period, the pressure injury did not improve and progressed to a stage 3 injury. Additionally, two new stage 2 pressure injuries developed in the ischium and heels, reportedly contributing to a significant deterioration in the patient¿s health, resulting in prolonged hospitalization and ultimately, death. The survey respondent noted that there was no device malfunction, and the product was being used in accordance with the indications for use. Several comorbid conditions and medications are noted which may impede wound healing. Given the previous information and the multi-factorial nature of pressure injury development it cannot be conclusively determined that the product had a causal relationship or contribution to the patient¿s outcome. Nonetheless, we are choosing to file this event out of an abundance of caution. No additional information was provided. Additional attempts are being made to obtain more information.